Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was inappropriately shocked by the right ventricular (rv) lead. The lead had fractured. The lead had high out of range impedance with sensing integrity counter (sic) episodes. The lead was capped and a new lead was implanted. No further patient complications have been reported as a result of this event.